Manufacturer narrative:
It was reported that the ventilator had the o2 drift. Our field service engineer investigated the ventilator on site. The device passed three pre-use checks and no abnormal found during ventilation while changing the o2 settings. The unit was cleared for clinical use and returned to service. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator had the o2 drift. There was no patient harm. Manufacturer's ref. #: (B)(4).